Event description:
It was reported that the lead exhibited loss of capture and loss of sensing. Upon opening, the pocket to replace the lead an infection was noted. The lead was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.